Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot get her sugars down. The customer's blood glucose level was unknown at the time of incident. The customer stated they took off the insulin pump cause they are giving steroids. Customer took a scan and they covered the insulin pump with lead and it was not working good and now it is really not working right. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer were hospitalized due to pneumonia on (B)(6) 2019 with blood glucose was 500 mg/dl. It was also reported that the insulin pump did not control customer's blood glucose and customer also had magnetic resonance imaging and insulin pump was on during the magnetic resonance imaging. The antibiotics and steroids and intravenous fluids was given to customer as treatment. It was also reported that customer was taken off of the insulin pump due to high amount of steroids.